Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during the distal radius fracture surgery, the locking screw mentioned above went through the most distal hole at the radial side of the plate mentioned above, when the surgeon inserted it using a guiding block and a torque limiting driver by a fixed angle method after drilling and measurement. While inserting he felt no resistance and heard no click. Surgeon removed the screw from the plate. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.